Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 3 infusion set fell off during use event between (B)(6) 2024. The infusion sets had been used for 1 hour. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Device 1 of 3.